Event description:
The lay-user/reporter emailed lifescan (lfs) (B)(4) on (B)(6) 2011 alleging he/she had an issue with interpreting the onetouch ultraeasy meter. This complaint is being classified based on the information obtained on the email as the reporter was not available for follow-up. A few days prior to contacting lifescan, the patient obtained blood glucose reading of '225 mg/dl' on the subject meter which was invert and interpreted as '552 mg/dl'. Based on the patient's misinterpretation of the onetouch ultraeasy meter reading of '552 mg/dl' and the sliding scale insulin regimen, the patient was given insulin accordingly. Approximately 1 hour later at around 1 am, the patient had a hypoglycemic reading of '60 mg/dl'. It is no known what symptoms the patient exhibited at the time of concern. The patient was given sugar by his/her parent at the time of concern. Her condition reportedly abated after treatment. This complaint is being reported because the patient reportedly received medical intervention for a low blood glucose reading after she/he took insulin based on an alleged misinterpretation of the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #k061118.